Manufacturer narrative:
Pump data logs were unable to be retrieved for review as the usb communications were inoperable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that while the customer was sleeping a low blood glucose (bg) alert occurred. As expected, the pump control iq paused the basal insulin delivery. As customer slept through the low bg alerts, customer had not taken any further action to address the low bg. In the morning, customer did not check the pump and had "passed out". Customer's relative contacted a healthcare provider and upon waking up, customer consumed food. Customer was transported to the hospital via ambulance for observation. No additional information was provided regarding blood glucose values or medical treatment customer received at the hospital. Customer was discharged the same day and at the time of report, customer was feeling "ok". Customer reported to have been using the pump profile "day setting" while sleeping. There was no information if the customer's profile setting had caused the low bg. According to the customer, both the basal and correction factor settings could have set been too high.